Event description:
It was reported that the external pulse generator had a broken case and missing knobs. The generator was returned for service. There was no indication given as to patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator had a broken case and missing knobs. The generator was returned for service. There was no indication given as to patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. It was noted that the high rate cover was missing, the upper and lower cases were broken, two control knobs were missing, the battery drawer was damaged, one battery latch was broken, one bail cover was broken, the ring cover was broken, battery contacts were compressed, the ring was missing, the serial number label was damaged, and the display flex was out of specification.